Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the keys on channel b were inoperable. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with inoperative buttons on the channel b keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid intrusion. The keypad was replaced to correct this condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. The b keypad was replaced on request 963631. Fluid ingress was found on the keypad flex cable and the b-keypad was replaced on 09 oct 2008 but didn't determined why it was replaced. A device history review was performed with no exceptions during manufacturing found.